Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized for low blood glucose. The blood glucose reading was 28 mg/dl. The customer did not recall any significant events leading to the low and stated that her daughter and husband had found her disoriented. The insulin pump was removed at the hospital. The customer also had a high blood glucose reading of 400 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. The customer reported that the doctor had reset the insulin pump and adjusted the settings. The customer was not comfortable using the insulin pump and was advised that the insulin pump would be replaced and agreed to return the product for analysis.